Event description:
Through the periodic programming history review, it was found that high impedance was observed on (B)(6) 2012. No additional information has been found.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to death or serious injury.